Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during dialysis mode. The user facility observed the saline bag refilling with dialysate during dialysis mode. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.

Event description:
A user facility reported a saline bag back filled during dialysis mode. A pt was not connected to the machine at the time of the incident. The pressure relief valve was replaced. Machine is back in service.